Event description:
Medical records were provided and have been reviewed by post market cilician staff. A peritoneal dialysis (pd) pt presented at the ER on (B)(6) 2014 with nausea, vomiting, diarrhea, and overall malaise. She was also hypotensive. Paracentesis was performed and pt was started on intravenous and intraperitoneal antibiotics for peritonitis. Blood and peritoneal culture data was (B)(6). The pt's abdominal symptoms and leukocytosis resolved but she remained hypotensive. The pt was discharged on (B)(6) 2014.

Manufacturer narrative:
Medical records were provided and reviewed by post market clinician staff. On (B)(6) 2014 the pt was admitted into the hospital presenting with nausea, vomiting, diarrhea and overall malaise. She had leukocytosis and hypotension and was treated for peritonitis but all cultures were (B)(6). Leukocytosis resolved but hypotension continued. Pt was discharged on (B)(6) 2014. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile filed. There is no documentation in the medical record that shows a causal relationship between the pt's dialysis treatment or pt's dialysis products and peritonitis. The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.